Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during an infusion in the clinical decision unit. It was reported that the device delivered bumex over a duration of 4 hours rather than the prescribed 10 hours (programmed amount unknown). It was also reported there was no patient injury and "programming error was a result of the user recently being oriented to the pump". All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.